Event description:
It was reported that the customer bolused before dinner and when he finished dinner, he had to change the site. However, when he went to remove the cannula, he noticed the cannula was not under the skin and the shirt was a little wet. Customer was not sure if he received bolus. Customer was advised to monitor his blood glucose level. If he sees the blood glucose level going up, he may not have received the proper insulin and would need to take the bolus. Customer's last blood glucose level was 173 mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.